Manufacturer narrative:
\Evaluation summary: for this complaint file, the final customer pak lot was identified. For this final lot, one component illuminator lot was used to make up the final lot. A device history record review for the lot was conducted. According to the device history record review the lot was reprocessed for an anomaly that did not contribute to the customer complaint. The product was released according to the product¿s acceptance criteria. One 25ga enhanced illuminator with radio frequency identification was returned for the illuminator not fitting in the trocar. The illuminator was visually examined to a magnification of 10x and was deemed nonconforming. A clear adhesive film was present on the cannula needle. The sample was functionally tested for fit through a conforming 25ga trocar. The cannula needle with the adhesive was able to pass through the trocar. Three opened 25 ga trocar cannula/hub assemblies in a specimen cup along with a handle/blade assembly were received for the report of fit issues. A visual inspection was performed per facility procedure and the samples were determined to be visually conforming. A dimensional inspection was performed for the trocar cannula ID and all samples were determined to be acceptable as compared to the ID specification of .0211-.0215". The dimensional results were: 0214", 0214" and .0214". The complaint did confirm there was a thin layer of adhesive on the cannula needle, but the illuminator was able to fit through the trocar. While this illuminator did pass through the trocar, any excessive adhesive present on the cannula due to the illuminator assembly process should be removed to insure a good fit into a trocar. The trocar assemblies were determined to be dimensionally conforming, an exact root cause could not be determined as to why the illuminator probe did not insert into the returned trocar. Particulate such as foreign material or surgical debris could prevent the insertion of devices into the trocar due to the close-fitting relationship of the trocar and the mating device being used, however this was not observed during the visual inspection.

Manufacturer narrative:
The device was received by a company representative and it is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the illumination probe did not fit through the trocar during a vitrectomy surgery. The surgeon noticed that the probe was too big although all the surgery instruments had the same gauge size. Another pak was open to replaced the illumination probe. After the replacement, the procedure could be completed without further complications after a 2 minute delay. There was no patient harm. The reported clarified that the directions for use were followed during the procedure.